Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. The analysis indicated that pre-analytical sample handling was the likely cause of the discrepant results. The customer confirmed that a plain tube, rather than the usual high-speed solidification tube, was used for sample collection. This may have led to the presence of microfibrin, which could have contributed to the observed discrepancies. Quality control data provided by the customer was within specification, and no mechanical issues were identified with the analyzer. The patient sample was discarded, and no further testing could be performed. The customer was advised to carefully follow pre-analytical handling procedures and to re-test the patient using a fresh serum or plasma sample. Confirmatory testing, such as western blot or hiv rna tests, was recommended if results remain questionable.

Event description:
The initial reporter alleged discrepant results for one patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 rack. All measurements were performed on the same sample. On (B)(6) 2024, the initial result was 1.41 coi (reactive). A re-test of the sample yielded 0.280 coi (non-reactive). A second re-test produced 1.07 coi (reactive), followed by a third re-test at 0.3 coi (non-reactive) and a fourth re-test at 0.416 coi (non-reactive). All other measurements performed on (B)(6) 2024 with the elecsys hiv combi pt assay were negative.